Event description:
Information received regarding the explanted device notes that the patient was placed on a holter monitor after feeling pre-syncopal. The monitor showed intermittent ventricular capture at 4.0 v, 0.8 ms in the bipolar configuration. Arm maneuvers and pocket manipulation could not reproduce the loss of capture during the follow-up session. The device and associated lead were replaced to alleviate the problem.